Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686 version: 2.1.0. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported an image was acquired with a nav tag, but the image did not automatically transfer to the navigation system. A manufacturer representative attempted to manually push the exam, but it did not go over. The imaging and navigation systems were rebooted, but the image still would not transfer. Another ethernet cable was used without resolve. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.